Event description:
Country of complaint: (B)(4). Needle detaches from thread.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: no samples available. There are no previous complaints on this code/batch. There are 8 units in OEM stock. No samples have been received from the customer. Tested the needle attachment of the samples from OEM stock and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.